Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. No quality notifications were initiated during production received a 20ga nexiva unit within an open package from lot number 8256703. All the components were intact. No physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. The catheter tubing revealed traces of lube (non-foreign) material (which is part of the manufacturing process-tipping). No foreign material or plastic was observed on the unit. The lube quickly dissolved upon manipulation. The non-foreign matter (lube) observed in this investigation for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. No physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. H3 other text : see h.10

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there is a piece of fuzz stuck on the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there is a piece of fuzz stuck on the catheter.